Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged. In a follow-up, the surgeon reported that the iol exchange was due to "patient's vision not clear enough at distance with or without correction". Also, he reported that a refractive enhancement procedure was performed (a photorefractive keratomy (prk), and a yag laser for posterior capsular opacification (pco). Post exchange, the patient is now "happy" with his vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/22/2009, 07/23/2009, and 07/27/2009 by phone, fax, and mail. A completed questionnaire was received on 07/29/2009.